Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. It was indicated that the patient was under 2 years old, which is off-label usage of the device. Data was evaluated and the allegation was confirmed. The root cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.